Manufacturer narrative:
(B)(6) registry. System updates pending. Results: known inherent risk of procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the severe calcification and stenosis of the sapien 3 four years post implant cannot be confirmed, but may be related to patient co-morbidities and the progression of pre-existing disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through the partners ii a clinical trial, 4 years post implant of a 23mm sapien 3 valve, echo indication suspicion of severe aortic stenosis. No further information is available at this time. The native annular diameter measured 18.9mm x 23.3mm by CT. Severe annular calcification and moderate native leaflet calcification was reported. Medical record review revealed four years post valve implant, the patient developed new-onset atrial fibrillation (afib). The patient also reported a cough, shortness of breath (sob) and chest x-ray showed mild pulmonary edema. The patient was admitted to the hospital with sob, increased mobility issues and acute diastolic congestive heart failure (chf). Oxygen therapy was required following admission. The patient was also moderately confused, and became uncooperative and irritable. Two days after admission, the patient¿s mood was ¿better¿. Three days post admission, the chronic chf improved with lasix. The afib also ¿spontaneously¿ converted to normal sinus rhythm. Echo, performed the day of admission, indicated thickened aortic valve leaflets. The valve was also reported to be severely calcified, and severe aortic stenosis was suspected. There are no plans for another tavr procedure at this time; the patient will continue to be medically managed. The patient was discharged to her assisted living residence in improved condition.